Event description:
Ous MDR. Check whether inappropriate shocks might have been delivered due to an insulation defect at the lead. The old lead was closed down because of high impedance (>3000 ohm), and the attached end piece was cut off for testing. Also removed was a kainox sl 65/18, MDR 1028232-2007-00232.

Manufacturer narrative:
Ous MDR. The ICD first underwent a status interrogation. The device status was eri, 95 charge processes had been documented. The implant underwent an electrical incoming goods control and proved to be normal. The ICD's ability to deliver therapy was examined. The antitachycardia output signal was normal, and it matched the programmed values. A fibrillation signal was fed, and the device responded according to specification with a 30-joule defibrillation shock. The energy level of 30 joule was reached. The charge time was unremarkable. Interference signals could be detected in the stored episodes. The sensing of the ICD was tested. No interference could be observed during the sensing test. The ICD worked completely in accordance with the specifications. In summary, the oversensing, the interference signals, and the inadequate shock delivery could be traced in the stored iegms. No anomalies, such as a frayed insulation, conductor breaks or short circuits, could be detected at the provided proximal lead fragment. The ICD also did not show anything out of the normal. The ICD worked according to specifications. The analysis was unable to find the cause of the oversensing and the inadequate shock delivery.